Event description:
The patient's ((B)(6)) scs system includes a percutaneous lead implanted in the infraorbital (off-label) area. It was reported the patient felt stimulation in the wrong location. An x-ray was taken which revealed the lead had migrated. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.